Event description:
It was reported that the device reached possible premature battery depletion. The device was explanted and replaced. The atrial lead had increasing impedance and a decrease in threshold. During the device changeout, the atrial lead was to be revised. During the revision, the atrial lead was tested with the analyzer and there were no issues noted. The atrial lead is still in use. The physician then noticed that there appeared to be an insulation problem with the left ventricular (lv) lead. The lead was repaired with silicon and sleeves and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implantable cardioverter defibrillator, 2010 (B)(6); 419488 implantable pacing lead, 2006 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The maximum atrial pace impedance varies between 589 ohms to 1672 ohms throughout the record.